Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Visual and microscopic inspections of the device observed that the teflon pad had partial separation, discoloration and portion at the distal tip section was missing with metal exposure. The device passed the probe check with no error observed. There was no visual indication of damage to the probe. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."